Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 329 (mg/dl). Reportedly, customer's bgs elevated follow use of new medication. Customer administered a bolus to stabilize bg levels. Recommendation was made to consult with health care provider regarding diabetes management.